Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon burst. Reportedly, the balloon was then removed from the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation result: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a hole in the proximal section of the balloon. It is possible that interaction with the scope or any other surface during the procedure could create friction on the balloon, causing the reported issue of balloon hole during the procedure. Therefore, the most probable root cause is adverse event related to procedure because, the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon burst. Reportedly, the balloon was then removed from the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.